Event description:
The manufacturer received information alleging a trilogy o2 ventilator has occurrences of pressure becoming weak and strong and the customer is concerned that the ventilator is unstable. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy o2 ventilator has occurrences of pressure becoming weak and strong and the customer is concerned that the ventilator is unstable. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Error codes were found in the ventilator's downloaded error log indicating "check circuit" on the date and time of the occurrence. A failed active exhalation control module was assumed to be the cause for the issue therefore was replaced to address the issue.